Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The implant surgeon, reported that "during a medical procedure, the locked screw head dia. 3 passed through the plate." No impact for the patient and the surgery was completed successfully.